Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and neuromuscular problems. It was reported that patient underwent removal of tissue with embedded mesh on (B)(6) 2008 due to obstructed urethral sling and eroded mesh. It was reported that patient underwent excision of eroded mesh, cystoscopy and implant of aris transobturator mesh on (B)(6) 2009. It was reported that patient underwent excision on (B)(6) 2011 and partial mesh removal on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported the patient underwent cystoscopy, retrograde pyelograms, bladder biopsy and fulguration of small bladder lesion and pelvic exam under anesthesia on (B)(6) 2001 due to frequent uti and dilated ureter on ivp with bladder cyst and hysterocele. (B)(4).

Manufacturer narrative:
It was reported that patient underwent enterectomy of a small bowel loop followed by side-to-side anastomosis using the gia staple machine on (B)(6) 2009.